Event description:
It was reported that the patient felt that her stimulation and settings had changed and suspected a malfunction. The night of (B)(6) 2012 the patient felt numb and could not stop her stimulation. The patient's mother was able to stop the stimulation and she felt pain as the stimulation stopped. The patient visited a medical institution the following day. The function of the patient's programmer and device were confirmed and impedance measurements were taken. Then four "kinds" of stimulation were increased and feeling of stimulation was confirmed by the patient. After confirmation, the patient's settings were restored to their previous state. Adaptive stimulation was also turned off and stimulation checked, but no anomaly was confirmed so the patient left the hospital. The patient was also concerned with electrical home appliances, because they had "suddenly stopped and worked again" at home. The reasons for the event were not known, but there was no serious health hazard.

Manufacturer narrative:
(B)(4). Report source: (B)(6).